Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. Visual examination revealed the guidewire was kinked. The j-bend was misshapen. The proximal and distal welds were intact. The returned guide wire was kinked 263mm from the proximal tip. The outer diameter of the returned guide wire measured to be 0.804 mm which is within specifications of 0.788mm - 0.826mm per product drawing. The total length of the guide wire measured to be 602mm, which is not within specifications of 450mm - 458mm per product drawing. This indicates that either the incorrect guide wire was returned or the incorrect product code was reported by the customer. The returned guide wire was advanced through an 18ga lab inventory needle and lab inventory ars syringe with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed on the reported kit with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove the spring-wire guide after catheter placement, guidewire may be kinked about the tip of the catheter within the vessel." "Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." "Do not apply excessive force in removing wire guide or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." "Practitioners must be aware of the potential for entrapment of guide wire by any implanted device in the circulatory system (ie. Vena cava filters, stents). Review patient's history before catheterization procedure to assess for possible implants. Care should be taken regarding the length of spring-wire guide inserted. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to minimize the risk of guidewire entrapment." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked. The guide wire did not meet the total length specifications for a guidewire of this size, indicating that either the incorrect sample was returned, or the incorrect product code was reported by the customer. A device history record review was performed on the reported kit with no relevant findings. However, the probable cause of guide wire damage could not be determined based on the discrepancy between the customer report and the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) kinked during puncture on the patient by the doctor.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinked during puncture on the patient by the doctor.